Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were having difficulty charging the ins and had issues with coupling. The patient reported that they think the ins has moved a little bit and they can at most get 2 bars. The patient reported that they may consider doing a revision due to possible migration issue. The patient reported that there was no swelling or bandages over ins site. It was suggested that the patient obtain an x-ray to see if the ins has possibly flipped and call back if further trouble shooting is needed. No patient complications have been reported because of this event. No symptom was reported